Event description:
It was reported the device had a dysfunction bolus connector. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. A review of the event history log revealed a 46446 error. Functional testing revealed that the remote dose connector worked normal but found a defective remote dose adapter. It was determined that the pwa was the root cause for error 46446. The service history review identified no indication that the complaint was related to a service of the device within the review period.